Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station powered down and turned off unexpectedly. A field service engineer reseated all the power connectors and restarted the station. Customer performed inventory and could not reproduce the failure. Fse used hardware test application to open and close every drawer and door, rebooted the station 3 times but could not find any issue. Pharmacy technician gave permission for case closure since no issue reoccurred. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was shut down intermittently. The customer stated that this malfunction occurred while pulling medications for patients and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was shut down intermittently. The customer stated that this malfunction occurred while pulling medications for patients and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.